Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Per the instructions for use many patients with refractory heart failure have abnormal coagulation due to abnormal liver function and chronic use of anticoagulation. And in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient presented with "heart failure symptoms, abnormal pump parameter, decreased flow, slight hemolysis, but had normal power consumption and was hospitalized on (B)(6) 2016 thru the emergency department. It was stated that anticoagulation was controlled. It was also stated that the patient received lysis with no benefits. It was further stated that the patient had procedure on (B)(6) 2016 with 2 stents placed at the outflow graft kink and aorta anastomosis and the result were sufficient flow through the hvad, significant pulsatility of the flow signal. It was stated that there were no effect on the patient and that the patient was doing fine the whole time. It was further stated that the issue resolved with no patient injury. No further information available.

Manufacturer narrative:
This device is used for treatment not diagnosis. The pump ((B)(4)) and outflow graft ((B)(4)) were not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated devices, hvad pump, and component, outflow graft, met all requirements for release. The reported "inadequate flow rate" was confirmed via review of controller log files, which revealed a decreasing trend in power consumption and flow rate as well as multiple low flow alarms. A site report noted that a computed tomography (CT) scan revealed a bend on the outflow graft and a thrombus in the outflow graft confirming the reported "kinked/bent" event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to a kinking/bending of the outflow graft and an occlusion caused by thrombus formation within the outflow graft.